Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufactuer.

Event description:
Caller states the patient tested 3.0 inr on the coaguchek xs system and was admitted to the the hospital within 12 hours. The inr test at the hospital lab was >8.0 inr. Caller did not know the exact hospital lab result. The patient received vitamin k treatment at the hospital but that is the only treatment she knew he received. Requested return of suspect system and replacement was sent.